Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased architect sodium results for two patients. Patient 1: sid: (B)(6); initial result of 110.0 mmol/l on (B)(6) 2020. The sample retested at 138.9 mmol/l. Patient 2: sid: (B)(6); initial result of 118.4 mmol/l on (B)(6) 2020. The sample retested at 136.6, 136.3 and 136.0 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Service inspected the analyzer and observed drips from the cuvette washer probe. Service determined the tubing, peristaltic head was the likely cause of the issue and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for serial number (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.